Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that she had a fall 18 months ago and her stimulator stopped working around that time; she saw a manufacturer representative (rep) and rep told her she will need a new implantable neurostimulator (ins). Patient met with an hcp and he did not want to remove the device, and she met with 3 other hcp who didn't want to remove the device. No symptoms reported. It was reported that patient was seen in 2018 june for a normal reprogramming then on (B)(6) 2019 an attempt was made to do a device reset but the patient did not show. Since then, rep has not heard from this patient. Rep has communicated this to hcp. Patient provided all the information related to this event. Patient reported that they tripped and fell full speed. Patient tried to protect their head and hit the cement. Immediately their stim wasn't working. Patient was using their device, it helped them tremendously. An appointment was made with the rep. The rep told patient there was nothing to do; o have it removed and put another one in. Implanting physician retiring. Patient's stimulator has migrated over their spinal column. It is now hard for them to sit up or sleep on their back. It pokes and hurts.